Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately seven years after the implant of this 26 mm evolut pro valve, the patient experienced breathlessness and focal left-sided chest pains which were non-exertional. According to the reporter, the evolut pro valve appeared degenerated, with trivial paravalvular leak and an increased pressure gradient through the valve (mean and max gradients of 30 mmhg and 53 mmhg, respectively). Subsequently, the evolut pro was successfully replaced with a 23 mm non-medtronic transcatheter valve (edwards s3 ultra).

Manufacturer narrative:
Image review: 2 fluoroscopic images of the secondary non-medtronic valve implant procedure and some relevant patient history were provided for review. Patient summary was not provided for anatomical review. Tav-in-tav procedure in a degenerated evolut pro 26 mm, implanted in 2018. Reason for re-valving: unacceptably high transaortic gradients and patient symptoms. The report is inconclusive. An assessment for the root cause of the reported valve degeneration, paravalvular leak and an increased pressure gradient, based on the provided images, is impossible due to insufficient image quality. Also, the images only show the secondary valve implant procedure. One hint to a possible cause for the valve degeneration lies in the patient history who was reported to suffer from rheumatoid arthritis. No further information was provided and no adverse events were reported. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.